Manufacturer narrative:
(B)(4): rebooting was observed in the black box associated with an unconfirmed empty cartridge alarm. There was no damage to the battery compartment or cap. The battery cap was tested and no contact defects were found. The pump powered on normally and was exercised for 24 hours without power issues. The pump was opened and no damage was found to the power circuit.

Event description:
The patient said that the pump was working properly at lunch and upon returning home later in the day the patient noticed the pump was without power. When inserting new batteries the pump turns on, shows an hourglass symbol then shuts off. The patient stated it will turn on when the battery cap is pressed down but will shut off when the battery cap is let go. The patient stated the battery cap was tight when the battery was first removed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.